Event description:
Customer called in reporting of a leak under a unicel dxc 600 synchron system on (B)(6) 2011. Customer proceeded to check inside the hydropneumatics door and found the inside hydropneumatics area to be wet. Customer was not able to identify the leak, but thought that the source was the no foam canister. Customer did not consult the msds, but did wear proper proper personal protective equipment to wipe up the leak. No injury was reported and customer stated that instrument was still running without any errors. No affect to patient or user was reported.

Manufacturer narrative:
Field service engineer (fse) contacted the customer on (B)(4) 2011. Per fse's instructions, the customer replaced the pressure regulator and no foam bottle. On (B)(6) 2011, the customer reported that the hydropneumatics was still leaking. Fse made a correction to the hydro's pinch tubing and monitored the repair. On (B)(6) 2011, the customer reported continued leaking in the hydropneumatics area. Fse was dispatched again and found that the wash solution canister to be completely filled and the air dryer not working. Fse proceeded to replace the pressure regulator and air dryer. No further leaking was reported as of (B)(6) 2011. (B)(4).